Event description:
The manufacturer received information alleging a ventilator "freezes" while attempting to download the sd card. There was no report of patient harm or injury.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sd card was replaced to address the issue.